Manufacturer narrative:
Concomitant medical products: t505u227 tissue valve, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a sensing test the patients sinus rate increased and would only drop when rate response was switched off. Rate response was switched off and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.